Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg evaluated the subject device and confirmed the reported endoscopic image distortion was not duplicated and there was no irregularity in the function of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device was disturbed during inspection for the subject device before a therapeutic procedure to remove varicose veins from the throat. At that time, the patient was already under anesthesia. The procedure was canceled and postponed to the next day. There was no report of patient injury associated with the event.